Event description:
It was reported that during an unknown procedure, the device was damaged/worn. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 10/26/2023. D4: batch # x9684e. Investigation summary. The product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the b12lt device was received with the sleeve damaged broken. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.